Event description:
Subject device was implanted in pt's foot in 2000. About 6 weeks post-operative, the screw was noted as broken. The screw head was removed in 2000. The shaft remains in the pt.

Event description:
Device was implanted for bunion correction of right foot. Device was noted as broken on 5/19/00.